Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the lead had placement difficulty when attempting to implant the lead. According to the boston scientific representative, the physician had placed the lead in the deep septal position but did not like the placement or the morphology. The physician removed the lead and saw a tissue biopsy on the lead. It was noted that the tissue biopsy could not be removed and was hindering the deployment of the lead. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that the lead had placement difficulty when attempting to implant the lead. The physician had placed the lead in the deep septal position but did not like the placement or the morphology. The physician removed the lead and saw a tissue biopsy on the lead. It was noted that the tissue biopsy could not be removed and was hindering the deployment of the lead. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. However, it was found that the helix was deformed. Thus, it was concluded that the event was due to unintended use error as there was evidence of induced damage.